Manufacturer narrative:
It was noted that the device was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to replace this pacemaker for normal battery depletion, the non-boston scientific right ventricular (rv) lead was unable to be removed from the device header. Numerous attempts were made to remove the lead. The device header was then removed, and the lead was able to be removed from the header without any damage to the lead. No adverse patient effects were reported.